Event description:
Patient received an implant on (B)(6) 2008 of a bifurcated device and a 34mm aortic extension. A computed tomography scan revealed a type iii endoleak and possible rupture. The patient was treated with a competitor device; which did not completely seal the endoleak. The patient was treated with a 34mm aortic extension which corrected the type iii endoleak.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. It is unknown if the patient anatomy met the criteria for indications for use. Endoleaks are a known risk of the procedure. No conclusion can be drawn.